Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:47:42. During night drain cycle 12, the patient's ultrafiltration reading was 561ml, indicating the home patient (hp) drained 515ml more than their maximum programmed fill volume of 460ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through review of the event history logs. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.